Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient checked the cgm before leaving the house and it was 85 mg/dl. She then felt dizzy, shaky, weak, and out of control so went to urgent care. They did an initial finger stick and her bg was 48 mg/dl while the cgm was 90 mg/dl. She was given a tube of oral glucose and her bg rose to 58 mg/dl but the cgm stayed at 90 mg/dl. They gave her additional glucose and the values rose, with her final bg at urgent care reading 90 mg/dl with a cgm of 112 mg/dl. Following the event, she felt normal and was asymptomatic. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.